Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during creation of pouch on a laparoscopic gastric bypass, part of the white staple cartridge broke off and fell into the patient¿s cavity. The surgeon found the piece that broke off and removed it, and the case was completed. There was no patient injury.